Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3037, serial#: (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was lying down on a couch and, all of a sudden, they felt a shock run up their body like the equipment had a surge of energy. They laid back down again and, an hour and a half later, the same thing happened so they turned the stimulation off. The shock was so bad, their eyes went "woom". They did, recently, turn the stimulation up. They were having a hard time connecting by themselves and was on program 2 at 1.4 v. They were going to follow-up with a healthcare professional (hcp) to discuss the shocking and get instructions on what to do next. It was also reported that the shocks had opened their eyes wide open. They needed help getting connected to the stimulation so they could turn it back on. They increased the stimulation to 1.5 volts.